Event description:
It was reported that the patient presented in the operating room for a system implant. During the implant procedure, the right atrial lead had dislodged upon removal of the stylet. Several reposition attempts failed before the helix could not be retracted. A new lead was implanted without further complication. The patient was in excellent condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.